Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed overestimation on the merlin programmer. No changes or intervention was performed. The patient condition was stable.